Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer woke up with a blood glucose level that was almost 500 mg/dl. Customer smelled insulin even though they had not had insulin for 12 hours. Customer went to the hospital on (B)(6) 2014 and it was found that they had improperly inserter the infusion set. The cannula was squished against the skin and not inserted. Customer had no insulin for 12 hours. Customer felt unwell and had to leave work early. Customer had a lack of insulin and treated with 3 liters of IV fluid. Customer was observed for 3 hours and then sent home. Customer was wearing the pump at the time of the emergency room visit. Customer also had high ketones. Customer declined for troubleshooting. Customer had gone to work that morning and did not make a correction because she was unsure on how much was absorbed. Customer was advised that she was in the beginning of diabetic ketoacidosis. No further assistance needed.